Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) implanted about two years ago and it worked well for a while, then the device could not be deflated, it has inflation anomalies and the pump bulb was hard to squeeze. A replacement surgery was performed and after the procedure it was noticed that the tube from the reservoir was tight and no fluid could go through. The device was filled and it was not possible to got the fluid out of the reservoir even if you press it. The procedure completed successfully and the patient is expected to fully recover.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) on 2019 and it worked well for a while, then the device could not be deflated, it has inflation issues and the pump bulb was hard to squeeze. A replacement surgery was performed and after the procedure it was noticed that the tube from the reservoir was tight and no fluid could go through. The device was filled and it was not possible to got the fluid out of the reservoir even if you press it. The procedure completed successfully and the patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the reported allegations were confirmed, as visual analysis of the device identified that the reservoir tubing was kinked, which could affect the functionality of the device. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir was visually and microscopically inspected, and functionally tested. There was a kinked/bent in the reservoir kink resistant tubing (krt). The krt was worn down to the filament; exposed suture was present. The identified of kinked/bent in the tubing could affect the functionality of the device. Product analysis identified device malfunction with the returned reservoir. It was also identified that there were multiple holes on the reservoir surface of the tubing and a leak was present in the window quick connector (wqc) area. This was consistent with explant damage. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.